Event description:
(B)(4). This pain in my lower pelvic area and hip are too much. Gonna have to make another doc appt. I can't wait to get this thing out, all this inflammation in my pelvic and lower back area is too much and the discharge too. I can not be without panty liners at all due to the discharge. I have no foul odor or itching but I never used to discharge this much before essure. The incontinence is terrible. I want to take these out so bad but to have a hysto is so unfair. All this inflammation, swelling, discharge, pain and fatigue is just terrible and doesn't go away.